Event description:
It was reported that catheter was unable to pass through the oversleeve on (B)(6) 2021. However, it had been continued to use. (The catheter was used without being connected to the stem of the catheter connector.) Then, continuous administration of medicine was performed. On (B)(6) 2021, the catheter was found to be disconnected from the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a catheter through a distal connector piece is confirmed and was determined to be manufacturing related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal connector piece was bisected, and a microscopic observation revealed the inner diameter of the connector piece began to narrow slightly proximal to the steep taper section. This premature narrowing of the inner diameter of the connector piece would have likely compressed the distal end of the compression sleeve enough that the catheter would not be able to easily pass through. This investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter was unable to pass through the oversleeve on (B)(6) 2021. However, it had been continued to use. (The catheter was used without being connected to the stem of the catheter connector.) Then, continuous administration of medicine was performed. On (B)(6) 2021, the catheter was found to be disconnected from the catheter connector. There was no reported patient injury.